Event description:
I have a sleep apnea and have been using a machine. It seems every time I go back for an adjustment, they replace the machine. So I wonder if this make and model has defects. On the bottom of the machine, there are so many numbers and stickers; it's confusing. I think I put the right numbers in space e.